Event description:
Customer states that both she and her husband suffered from tiny blisters around the genital area. Genital area very sore. Customer also indicated that she suffers from asthma and suffered a choking sensation after intercourse. She callher g.p. And was advised to bathe her genital area with water only.